Manufacturer narrative:
Concomitant medical products: information references the main component of the system. Other relevant device(s) are: product ID: bi31000169, serial/lot #: none, ubd: unknown, UDI#: unknown; product ID: bi31000170, serial/lot #: unknown, ubd: unknown, UDI#: unknown. This event took place in (B)(6). System service was performed. The rep replaced the battery chargers 1 and 2. No other products have been returned to medtronic for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the¿battery could not be charged in the warehouse. There was no patient involved.